Event description:
Pac tray/5 catheter introducer tray, 8.5f the bladder does not seal and blood leaks out and potentially air is sucked in. A different tray with a different lot number was used and it had the same problem.